Event description:
It was reported that stent dislodgement occurred requiring surgical intervention. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent was dislodged in the right coronary artery (rca). The stent was pulled back to right radial artery but was retained in the artery. It was noted to have difficulty removing the device during the procedure. Open surgery was completed to retrieve the device fragment from the right brachial artery and perform repair. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. Multiple kinks were identified along the shaft polymer extrusion and hypotube shaft. The stent was returned entirely damaged, stretched and not crimped onto the balloon. Balloon cones were reviewed and were subjected to positive pressure. The bumper tip showed no signs of distal tip damage. Microscopic analysis noted stretching on the distal extrusion with additional stretching noted just distal from the port exchange, 10mm in length from the port exchange. The proximal markerband was pulled into the proximal balloon cone. Review of the media photo provided by the customer clearly identified that the stent delivery system balloon had been inflated in the rca.

Event description:
It was reported that stent dislodgement occurred requiring surgical intervention. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent was dislodged in the right coronary artery (rca). The stent was pulled back to right radial artery but was retained in the artery. It was noted to have difficulty removing the device during the procedure. Open surgery was completed to retrieve the device fragment from the right brachial artery and perform repair. No patient complications were reported.